Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2022. Upon sensor pod removal from the arm on (B)(6) 2022, the sensor wire detached and remained in the skin. The patient consulted an orthopedic surgeon on (B)(6) 2022, who surgically removed the sensor wire using a local anesthesia and radiology. The medical doctor placed 4 sutures in the area and no medication was prescribed after the event. At the time of the report, the area was in healing stages. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.